Event description:
8 mm, 3 cm balloon dilatation catheter was used to dilate pts artery. The balloon was nonfunctional, resulting in the use of another balloon. Balloon was later found to have a tear in the lateral aspect.